Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. Because the issue reported by the customer of image issue with the scope was not duplicated during evaluation, the cause cannot be determined. The failure of the power switch is likely due to repeated use over a long period of time. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer complaint was not confirmed and could not be reproduced. However, the evaluation found the main power switch was stuck intermittently, the front panel mouth was cracked, and there was corrosion and dust on the contact pins inside the scope socket. The investigation is still ongoing. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported that there was an image issue with the scope with no error message during preparation of the device for use. No patient impact was reported.